Event description:
Patient required intubation. Balloon tested and no leaks identified. Patient intubated, but no seal could be established. Tube withdrawn and reintubated after balloon checked. Second tube also unable to get a seal. Patient had to be reintubated a third time.